Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right incarcerated umbilical hernia repair with mesh. He had revision surgery approximately in 6 months to 1 year post-surgery. The patient experienced surgical revision, hernia recurrence, mesh migration, and chronic abdominal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, mesh migration, hernia recurrence and abdominal pain. Post-operative patient treatment included revision surgery.